Event description:
Customer stated that his meter is giving him very low reading compared to a meter he borrowed from a friend. His meter is giving him readings in the 60's and 70's. The meter he borrowed is reading in the 200's. Customer unsure of which meter is correct. Customer getting low readings because he was putting the blood on top of the strip. Customer received additional training to insure proper technique. No product is being returned.